Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll euro 200 s/c contained foreign matter. Material: 309658 batch: 5342377 plastic particles are found on the rubber of the plunger when the syringes are used. Images of the defect are attached. The defect was discovered during mounting and taken out of circulation. Thus, there was no danger to the patient.